Event description:
It was reported that the usb cable was frayed and no longer charged the pump. There was no impact to the customer's blood glucose level. The customer was able to successfully charge the pump with a third party cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.